Event description:
Reports 9 false positives. Unknown if symptomatic or asymptomatic. Results interpreted after read time. Report 7 of 9.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.